Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter displayed an "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged issue began. The patient manages his diabetes with insulin (type/ amount not specified). The patient continued to follow his usual diabetes management routine. After the start of the alleged issue, the patient claims he felt symptoms of hungry and weak. The patient took food and/ or drank a beverage as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted there was no indication of misuse. The correct test strips were being used for testing. The cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.